Event description:
The account reported the brake casters are not holding. The bed is located on the second floor at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake casters and supports are worn. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake casters and supports to resolve the issue. Based on this information, no further action is required.